Event description:
The procedure was to treat a moderately calcified lesion in the proximal to mid left anterior descending (lad) artery. Using a femoral access site, pre-dilatation was performed with a trek 2.5x20 mm balloon catheter at 16 atmospheres for 150 seconds. The 3.0x18 mm implant was deployed for the distal part of the mid lad. However, during deployment, from the beginning of the inflation, contrast was noticed through the implant delivery balloon. The result was that there had to be a fast deployment of the implant at 14 atmospheres. Fast deployment was done fine with a good apposition of the implant to the vessel wall with a result as expected. Finally, a second 3.5x18 mm implant was placed into the proximal part of the lad with overlap to the first 3.0x18 mm implant. Post-dilatation was performed with a trek 3.0x20 balloon catheter for the entire implanted area. The result was great with no complication for the patient. After the procedure, outside of the anatomy, contrast was placed in the 3.0x18 mm delivery balloon and a rupture of the balloon was noticed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight; guide cath: 6 fr jl 4.0 cordis; sheath: 6fr jl left. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in brand name and common device name and the PMA# listed, is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon material rupture was confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.